Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. Information was received from a patient (pt) regarding an external device. The reason for call was pt states, "a few weeks ago" regardless of what implantable neurostimulator (ins) she was trying to connect to, the controller will not find the implantable neurostimulator (ins) unless she connects the recharger to the controller's, then the controller will find the implantable neurostimulator (ins). Patient services (pss) consulted tech, reviewed options with patient. Patient services (pss) sent email to repair to replace the controllers. Patient states she spoke to manufacturer representative (rep) over the phone about this reported issue. Patient states she had a dr appointment yesterday and the dr told her to call rep. Patient states regarding the ins /controller for her arm: on the one for my arm when I am getting ready to charge it gives me settings not available can not provide stimulation. Patient states she can tap on ok and everything works normally patient states this started "maybe about a month ago or so". Patient services (pss) reviewed out of regulation and redirected to dr. Regarding the arm ins pt states she used to charge the ins for her arm every 2-3 weeks and now has to charge every other day. Patient states there has been no changes to programming. By the 2nd day the ins battery level is down to 20%. Patient states she has had no falls or trauma. Patient states this started "about a month ago". Patient then states when she lays down, she has to turn off stim because the stim becomes too intense. Patient states ever since she has had 2 ins implants at the same time, she has had to turn off stim when laying down. Patient states when she just had 1 stim, she could turn stim down and didnt need to turn stim off. See(B)(4) - patient then mentioned she has had both controller batteries replaced recently.